Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer expressed a dry mouth and not feeling well as symptoms of his high blood glucose levels. The customer was unaware of the cause of the high blood glucose levels. The customer stated that the insulin pump shut off and that he had to reset the insulin pump. The call was disconnected by the customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.